Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient had sensor failure 2 days after it was inserted in the abdomen. The patient went home from his friend's house on 07/07/2024. The parent noticed that the patient was experiencing fatigue, and the patient mentioned he was not getting continuous glucose monitor readings and a failure message. In the afternoon of the next day, (B)(6) 2024, his parents took the patient to the hospital. The parent noticed about the patient´s blood pressure going low with a pulse at 108 per minute. In the first hospital, they took a blood glucose (bg) reading which was high, they performed a blood work, and the bg was 679 mg/dl. They treated the patient with IV insulin and IV fluids for diabetic ketoacidosis (dka). Then the patient was transferred to the 2nd hospital as he was diagnosed with dka and was later transferred again to the hospital. At the time of the report the patient was still waiting for the blood results. The patient's condition at the time was okay and stable. Performance data was reviewed. The allegation was confirmed due to the finding of sensor fail during warmup. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information was received on 08/07/2024. Per follow up with technical support on (B)(6) 2024, the patient was discharged on (B)(6) 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).